Manufacturer narrative:
The pump was received with severely scratched display window, and broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was totally damaged at the reservoir compartment. It was reported that the customer is using tape to keep the pump together. The customer's blood glucose was reported to be 129.6mg/dl. It was reported that the insulin pump will be returned and replaced.